Manufacturer narrative:
Customer did not wish to return the device, but sent to their risk management

Event description:
Cannula separation when removing cannula broke at tip about 5 inches from tip, they were able to retrieve; they won't return.